Manufacturer narrative:
Technician found the bed in medsurg. Issue found: patient can place nurse call, with response not heard at expected location. Isolated the problem to damaged pins in p379 cable db connector. Replaced cable to resolve this issue.

Event description:
Information received that the patient can place nurse call, with response not heard at expected location. No injury reported.